Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d4, d9 h3, h4, h6: part 310.37, lot h592484: release to warehouse date: march 16, 2018. Manufacturing location: elmira. No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, there were small nicks on the edge of the flutes. No broken features were observed with the returned device. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured drawings were reviewed. The overall complaint is confirmed for the returned device. However, the broken allegation could not be confirmed. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: b4/g3: awareness date originally reported as (B)(6) 2021; should be (B)(6) 2021. G1: physical manufacturer.

Manufacturer narrative:
Additional device product codes: hsz; gff; gfa. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a surgery on an unknown date in 2021, a 3.5mm drill bit had a little piece broke off. This was not from the use. Looked like a small flake on the drill bit and it was a tiny sliver. The procedure was successfully completed with no surgical delay. No patient consequences reported. This report is for (1) 3.5mm drill bit/qc/195mm. This is report 1 of 1 for complaint (B)(4).